Event description:
My dexcom g7 sensor repeatedly gave me urgent low blood sugar warnings overnight. So, I continued to eat carbs each time I received the alert. When I felt unwell, I checked my blood sugar via a finger stick and it measured over 400. At that time my dexcom sensor still showed that my blood sugar was an urgent low.